Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Result of investigation: the most likely cause is that the adapted optics, to which the light source was connected, caused the camera head to heat up. The camera head can reach up to 50°c during normal operation. The connected optics with light can make it much higher. The remedy would be to use the automated light intensity control, with which only the minimum light is used that is required. This is a user error. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It is reported that the camera overheated after performing 10 surgeries in a row. The camera, mirror and guide beam were placed on the patient during the 10th operation, scalding the patient's skin causing mild burns with blisters. The skin has been coated with scalding cream and scabbed. Due to the adverse consequences for the patient, the case is deemed reportable.

Manufacturer narrative:
Device evaluation: the following information has been provided to us by our customer: the user claimed that the camera was seriously hot after 9 operations, and that the camera, mirror and guide beam were placed on the patient during the operation, scalding the patient's skin. The engineer went to the site for investigation on the afternoon of november 18. The patient had minor scalding and blisters. The operation was completed normally. The engineer speculated that the incident was caused by improper use. But still after communication, the user returned the camera for inspection. During investigation the following was found: optical window is scratched or scuffed control buttons damaged / worn ground resistance too high, visible damage on the cable camera clamping mechanism is not functioning properly due to foreign contaminants. Camera clamping mechanism needs to be replaced. Image interference due to a damaged cable image centering out of tolerance due to possible dropping of camera head or improper maintenance. Centering can be adjusted. Jumpy binding optics with evidence of physical abuse the findings do not affect the heating of the camera head but are due to wear and tear. The customer reason for return could not be reproduced. The most likely cause for the event is that the adapted optics, to which the light source was connected, caused the camera head to heat up. The camera head can reach up to 50°c during normal operation. The connected optics with light can make it much higher. This can be remedied by automated light intensity control, with which only the minimum light is used that is required. The event happened due to improper use. The event is filed under internal karl storz complaint ID: (B)(4).